Event description:
It was reported that the patient's device system was infected. It was removed. A new device system will be implanted once the infection clears. Further information is being requested.